Manufacturer narrative:
(B)(4). The device was not returned for analysis. A conclusive cause for the reported difficult to insert the guide wire could not be determined; however, the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in a common femoral artery with a proglide device using the preclose technique prior to an abdominal aortic aneurysm (aaa) repair procedure. The arteriotomy was 6f. Reportedly, the proglide device would not backload onto a 0.035 guide wire. Two additional proglide devices were placed using the preclose technique. The sheath was upsized. The aaa procedure was completed and hemostasis was achieved using the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.